Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The facility did not return the original sample.

Event description:
It was reported that during placement procedure, the operator cut off the stylet by mistake when she adjusted the length of the catheter outside of the patient. The procedure was completed by using another device of the same catalog number. The operator thought that the fragment of the stylet was not left in the patient body, because she cut off the stylet outside of the patient body and noticed it immediately after she had cut it off, and also because she could not confirm the remnant of any metallic fragment in the patient body by x-ray examination.